Event description:
During a scheduled inspection, physio-control found that the device would not operate on ac or battery power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the customer.